Manufacturer narrative:
Medwatch submitted: (B)(4) 2011.

Event description:
Health professional reported a left side inflation of approximately 500cc more fluid in the implant. At the time of implantation, normal saline was used to fill the device. It was explained that the pt did not have any additional fills by another surgeon. The pt presents with noticeable swelling on the left side. A follow-up call was placed again to the office the staff informs me that the surgeon "pulled of approximately 500cc of fluid to make the pt look even." A few weeks later, they removed the implant and replaced. The device will be returned for analysis.